Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the device exhibited multiple flipped bits in the product code. After a software download, normal function resumed.